Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power using both battery and ac power. When ac power is connected the ac available led illuminates intermittently with ac connector manipulation. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the ac module ground pin is broken away from the system board. Additionally the acn input terminal pin between system board and ac/dc power supply is broken away from ac/dc power supply board at the soldering point, resulting in loss of ac power.

Event description:
The customer reported rad-8 ac power works intermittently. No patient impact or consequences reported.